Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with an alert for the implantable cardioverter device being in backup vvi mode. During an in-clinic follow-up the next day, the device was interrogated and confirmed to be in backup vvi mode. A device download was performed successfully. The patient was fine and asymptomatic.